Event description:
It was reported that a spectrum iq pump keypad scrolled on its own and an improper shutdown during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During functional testing, the reported ¿keypad that starts scrolling on its own then will freeze¿ and the ¿improper shutdown system error¿ were both confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions was determined to be stuck keys. The keypad requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.